Manufacturer narrative:
T: slim user guide indicates, the cartridge is contraindicated for se with products other than humalog and novolog. The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced high bg levels (385 mg/dl). The customer noted that his bg levels have been high since switching to apidra insulin. The customer's pump history shows an alarm occlusion possibly caused by the apidra insulin resulting in the reported high bg levels.